Event description:
As reported, the plug deployment button of a 7f exoseal vascular closure device (vcd) was forcefully pressed all the way down in one motion and after holding for 3 to 4 seconds, the closure device was withdrawn, and it was found that the plug had almost not deployed with a large portion remaining inside the delivery rod. A compression device was used at the puncture site for closure and hemostasis. There was no reported patient injury. This was after operating according to the standard procedure. The procedure was for an aneurysm embolization. There were no visible signs of device or package damage prior to use. The device was stored and prepared per the instructions for use. There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device (vcd). No resistance or friction was experienced as the exoseal vcd was advanced through the sheath, and the sheath was not kinked or bent. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly, and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. There was no issue with or damage to the deployment lever. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1¿2 seconds after depressing the deployment button. The indicator wire was not visible when the device was removed. A non-cordis catheter sheath introducer was used. Femoral artery suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The puncture sight was the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm. The puncture site had no visible calcium or plaque, no access vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The patient¿s body mass index was not greater than 40. The physician had achieved certification on the use of the exoseal vcd. The procedure used a retrograde approach. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.